Manufacturer narrative:
Philips service performed a cold restart to resolve the issue and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the x-ray safety line was active at startup, making exposure not possible on a allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.